Event description:
It was reported the patient was transplanted due to right ventricle dysfunction, and the transplant was noted to be routine. The outcome was not considered device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.